Event description:
On 5/3/00, a nurse practitioner called cytyc's technical service (ts) department to report an incident that occurred at this facility. An employee accidentially splashed a small amount of perservcyt solution into their eyes while rinsing a gynecological specimen into the vial. Ts informed rn that the employee should rinse eyes with water for at least 15 minutes occasionally lifting the upper and lower eyelids and then seek medical attention, as per the material safety data sheet (msds) for preservcyt solution. Rn had the employee rinse the eyes as recommended and also requested a copy of the msds, which ts immediately provided via fax. Ts attempted to follow up with rn by phone on each of the following five workdays but was unable to speak with rn either because rn was with a patient or not in the office at the time. On 5/11/00, rn contacted ts and explained that a doctor did examine the employee and that no further medical intervention would be required.